Manufacturer narrative:
A ge service representative performed an onsite investigation. The fluoro functions pcb was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system experienced multiple lockups. No patient or user injury was reported.